Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a driveline (dl) disconnect that occurred on (B)(6) 2025 was due to a planned modular cable exchange in clinic. The log file was normal until (B)(6) 2025 at 12:32:27 when the dl was disconnected and the pump stopped. The only alarm prior to the dl disconnect was on (B)(6) 2025 at 10:57:10 and was a routine power cable disconnect. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of wear and tear on the modular cable was not confirmed as no product was returned. The submitted controller event log file captured the driveline being disconnected on 04sep2025 followed by both power cables being disconnected. This is consistent with the reported modular cable exchange. The pump appeared to operate in the expected range while the driveline was connected. There were no other notable events captured on the reported event date in the log file. The provided information indicated the lot number and images of the modular cable were not available. The modular cable was exchanged but will not be returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the lot number of the heartmate modular cable not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section e of the IFU, entitled ¿safety checklists instructs users to inspect the driveline for damage daily. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the modular cable exchange was due to wear and tear.